Event description:
It was reported that a patient presented remotely via merlin.net. Upon review of the transmission, the patient's right ventricular lead was found to have exhibited over-sensing of noise, leading to pacing inhibition. No intervention has been performed. No patient consequences were reported.